Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon return to boston scientific, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device identified electrocautery marks on the titanium casing. The header to case bond was intact. All of the seal plugs were intact and all of the set screws operated normally. The interrogated monitoring voltage was 2.29 volts. Although bradycardia therapy was available before explant, the device was not capable of delivering tachycardia therapy before explant. Review of the device memory indicated that voltage alerts were recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts). According to the physician, this device recorded a code 1003 (battery voltage too low for the projected remaining capacity) and code 1007 (charge time exceeded). Ts recommended immediate device replacement. The patient was presented back to the electrophysiology (ep) laboratory. The chronic device was explanted and replaced without incident. The device is enroute to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this device was received at boston scientific's return product department.